Event description:
The customer obtained a non-reproducible elevated vitros total bhcg ii result (patient 1, sample 1 positive result=42.29 miu/ml vs. An expected negative result < 2.39 miu/ml) from a single patient sample while using the vitros eciq system. The affected result was reported out of the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. However, the customer repeat tested the sample as the physician questioned the result. There were no allegations of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, elevated total bhcg ii result was obtained from a single patient while using the vitros eciq system. There is no evidence that a reagent related issue contributing to the event. The investigation could not determine a definitive root cause at this time. However, poor sample processing issue and/or an analyzer related issue cannot be ruled out as contributing factors. The investigation is ongoing.